Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
On (B)(6) 2016 the representative further clarified the initial reporter and that patient was (B)(6). As a result of the motor stalls, the patient experienced ¿sevrage syndroms¿. No further information was provided regarding the programming performed. It was unknown if there were other error messages present as the representative was only told about the motor stall from the physician. It was not provided whether the pump recovered prior to its explant. The pump was thrown away/destroyed after explant by nurse error.

Manufacturer narrative:
(B)(6)

Event description:
Information was received from a "referent" via a health care provider via a representative regarding patient in (B)(6) who received compounded baclofen 2000 ug/ml at a dose of 579.2 ug/day via an implantable pump. The patient's concomitant medications , medical history, and serial number were not obtainable. The serial was not documented by the customer. The date of implant was not provided. It was reported that during normal use the patient heard the pump's critical alarm. The physicians saw two stalls in the patient's journal. The pump stalled "the (B)(6) tuesday" the first time and the second time "the (B)(6) wednesday". The surgeon programmed to change the pump quickly but representative did not have the exact date. There was no report of patient symptoms at this time. There were no special actions or environmental nor external or patient factors reported that might have led or contributed to the event. As reported "today, the pump changed". The exact explant date was not known at the time of the report but the pump was explanted and replaced. At the time of the report, the issue was resolved and the patient's status was alive-no injury. The representative was not able to determine the return status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.